Event description:
It was reported the rapid atrial pacing was varying by 10 ppm (pulses per minute). It was also reported ppm of device was varying by 4 ppm and seems to be off. The device was returned for evaluation and repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: during repair of the device the reported event was confirmed, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the lower case was broken, the ring cover and both bail covers were broken, and the battery drawer was broken. Further analysis was performed on the main pcb. This analysis confirmed the atypical varying rate behavior. However, the rate remained within accuracy specification of +/-5% of set value, conclusion: no defect found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.